Event description:
Caller had severe ghosting 11/2-2 years later after having hyperoptic p.r.k. Procedure to treat far-sightedness. As their cornea healed, the surface became increasingly irregular, then the ghosting appearered. States it is a "multi focal cornea effect". Is currently disabled by this procedure and feels procedure is unsafe.

Event description:
Pt had hyperopic prk. Pt now has horrific symptoms from it, multiple images, "ghosting". Prk should never have been approved for hyperopia. It creates a multifocal cornea. It is the same mechanism when a surgeon uses too small of an ablation zone for myopia, per book on excimer laser corneal surgery.